Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles/gaps in the infusion set tubing. The customer successfully primed the tubing to remove the air and insulin delivery was resumed. There was no impact to the customer's blood glucose level.